Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Maude report ((B)(4)) was received for the following event: left distal femoral nonunion with broken hardware. Accidental self-inflicted gunshot would while cleaning weapon causing a ballistic fracture of left femoral shaft requiring retrograde im nailing of femur & removal of left distal tibial traction pin on (B)(6) 2016.

Manufacturer narrative:
The evaluation revealed the broken femur nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An inspection was not possible because the nail and x-rays were not available. A review of the raw material certificate indicate that the used material was like specified. The event description contains that a non-union was detected, means the fracture was not healed. The nail was found broken and the patient was revised. The IFU defines non-unions as adverse effects that can lead to implant breakages. Most likely the not healed fracture caused the nail breakage (fatigue fracture). Based on the given information and the fact that no manufacturing or material issues were found the nail breakage is attributed to patient conditions (non-union). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Maude report (B)(4) was received for the following event: left distal femoral nonunion with broken hardware. Accidental self-inflicted gunshot would while cleaning weapon causing a ballistic fracture of left femoral shaft requiring retrograde im nailing of femur and removal of left distal tibial traction pin on (B)(6) 2016.